Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel with the device and pacing system analyzer (psa). A fracture of the lv lead was suspected but was not confirmed. A revision procedure was performed and the lv lead and device were removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted that 5 of the 6 seal plugs had a hole. Seal ring marks indicate full lead insertion in all lead barrels. The header passed pin gage testing. This verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. Impedance testing confirmed measurements were within the tolerance of the circuit. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Manufacturer narrative:
(B)(4). The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.